Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem was with saved images from previous days, which the customer was unable to modify or measure. As a result, there was no impact on the ongoing procedure. Onsite philips field service engineer (fse) confirmed the intermittent image processing pc (ip-pc) post malfunction from the system log file analysis. The defective ip-pc was returned to philips for further analysis. The analysis confirmed the malfunction of the ip-pc and identified 3 sata cables were faulty. Following the replacement of the ip-pc and reloading the software by the fse, the system was returned to use in good working order after the functional checks. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the reported problem had no impact on the ongoing procedure, the on-going procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an image processing malfunction with the image processing pc. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.